Manufacturer narrative:
(B) (4). (B) (4). Device #2: part # 12322-01, lot #87012-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 issue: failure to deploy - needle. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily tortuous left common femoral artery after an interventional procedure. Reportedly, during needle deployment, one of the four needles did not emerge at the top of the barrel. The needles were backed down and the device was removed over a guide wire. A second prostar xl device was attempted with the same results. A third prostar xl device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.